Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A trilogy 100 device was returned to a third party service centr for foam replacement. There was no harm or injury reported. During the evaluation of the device at the third-party service center, it was found that the device's lcd display was not working. Additionally, the device's keypad and accessory module were not working, the device was unable to write the error log on the sd card, and the device was unable to connect to trilogy service tools. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.